Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'system error 345' was confirmed in the event history log (ehl) review as 'system error 345' messages, and it was duplicated during evaluation by troubleshooting the device. System error 345 was found to be caused by an out of specification ultrasonic sensor calibration readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.